Manufacturer narrative:
This complaint is still under investigation.

Event description:
The battery failed. In testing, it was found to cause an unexpected shutdown and prevented the mrx defibrillator from powering on.